Event description:
Patient reported that she applies her v-go 30 device using proper application procedures and sometimes the v-go device immediately falls off and sometimes it is after hours, the time always varies. Patient reported that she moves her v-go side to side and wears it on her abdomen, inner thigh, and the back of her arm (yesterday's event she was wearing it on her left arm specifically).